Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient experienced pain at the pocket and lead sites. The patient was prescribed lidoderm and flector patches. The patient will undergo an explant procedure. The physician did not indicate if the pocket pain was device related or not.

Manufacturer narrative:
Additional information received that the patient underwent an explant procedure and was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced pain at the pocket and lead sites. The patient was prescribed lidoderm and flector patches. The patient will undergo an explant procedure. The physician did not indicate if the pocket pain was device related or not.